Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2010-03379. The patient received his scs system consisting of an ipg and surgical lead on (B)(6) 2010. It was reported that the patient was admitted to the ER for severe abdominal pain. The physician cannot determine if there is a relationship between the device and the patient's abdominal pain. Follow up on the patient found that he is still experiencing abdominal pain, and the system is scheduled to be explanted. No further information is available at this time.